Manufacturer narrative:
The device logs were requested for analysis. Screenshot jpg images of the device logs were provided. Review of the jpg log images provided from the customer were able to verify the reboot occurred. However, the full logs would be needed for an investigation to determine the cause of the reboot. As the customer reported that the device was subsequently scrapped, no further investigation is possible. Additionally, as the device was scrapped, no further investigation is possible regarding the report of the device not providing a power off/on tone. H3 other text : see h10.

Event description:
It was reported that a nurse went into a patient's room to tend to the patient who had coded. The nurse happened to turn around and look at the delta and noticed it was rebooting. As per the customer, the patient is fine. It was confirmed there was no delay in intervention or adverse patient impact as a result of the shutdown. There was no report that the device failed to alarm for parameter limits set in relation to the patient coding. However, it was noted that the device did not provide the power off/on tone expected to alert the users of a shutdown ¿ the screen went blank, immediately came back on-line and continued to monitor the patient. A device failing to provide the power off / on alert tone could result in users not being aware of the device shutting down/not monitoring the patient.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a nurse went into a patient's room to tend to the patient who had coded. The nurse happened to turn around and look at the delta and noticed it was rebooting. As per the customer, the patient is fine. It was confirmed there was no delay in intervention or adverse patient impact as a result of the shutdown. There was no report that the device failed to alarm for parameter limits set in relation to the patient coding. However, it was noted that the device did not provide the power off/on tone expected to alert the users of a shutdown ¿ the screen went blank, immediately came back on-line and continued to monitor the patient. A device failing to provide the power off / on alert tone could result in users not being aware of the device shutting down/not monitoring the patient.